Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) france alleging that the patient¿s onetouch verio iq meter read inaccurately high in comparison to another meter. The complaint was classified based on information obtained in a follow-up call to the patient from medical surveillance (ms). The patient reported that on (B)(6) 2015, at 04:30am, he obtained a result of 99mg/dl on the subject meter which he felt was inaccurately high in comparison to a result of 67mg/dl obtained on a onetouch ultra meter. The two tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that he manages his diabetes with insulin and did not report making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that ¿before 04:30am¿ on (B)(6) 2015, prior to testing with the subject meter, he had developed symptoms of feeling ¿hungry, a bit shaky and pale¿, and detailed that after he tested his blood glucose on both meters, he self-treated by eating a biscuit. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient was symptomatic prior to the alleged meter issue and did not make any changes to his diabetes management in response to a reading obtained with the subject meter. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 4/3/2015 and evaluated by lifescan product analysis on 4/15/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (05/21/2015). The patient¿s test strips have been returned on 4/2/2015 and evaluated by lifescan product analysis on 5/6/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.